Event description:
It was reported that the device blade shield button is not recovering the blade after they entered the abdomen. They were able to complete the device with no pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.